Event description:
This case was initially received via regulatory authority ((B)(6)) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("half a year of vaginal bleeding from the moment after placement"), restless legs syndrome ("restless legs"), arthralgia ("joint pains especially in the hip"), depression ("depressed"), menorrhagia ("period monthly but now instead of 4.5 days 2 weeks heavy blood loss") and eczema ("eczema on hands and feet"). The patient was treated with surgery (essure was removed together with fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, restless legs syndrome, arthralgia, depression, menorrhagia and eczema outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, depression, eczema, menorrhagia, restless legs syndrome and vaginal haemorrhage with essure. The reporter commented: essure placement went without problems. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: abdominal pain analysis in the global safety database revealed 2659 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the consumer or regulatory authority is not possible. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.